Event description:
It was reported via an implant card that the patient had high impedance after an initial vns implant. The patient was referred for another surgery to address the high impedance. The device history records were reviewed for the lead and generator and confirmed that the lead and generator met all functional specifications prior to release for distribution. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
It was reported that the patient's impedance value is constantly around 2000 ohms since implant and did not need revision surgery.